Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "moderate loss of nipple sensation and skin hypersensitivity". Later patient reported "rupture confirmed via "3d sonogram"". Later healthcare professional reported "rupture confirmed via ultrasound". This record is for the left side. Device was explanted and replaced.